Event description:
I have had three instances where my medtronic paradigm pump has over delivered insulin to me and caused me to suffer terrible lows. In two instances I had to give myself glucagon injections. I have noticed that when priming the device it is consistently leaking and over delivering insulin. At this point, I don't feel safe using it but I am having trouble finding insulin that covers my needs with just injections. I find the product to be dangerous. Something is wrong in the mfg of the component that fit together. Either that or my pump is broken again. They need to fix it asap.